Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device. This report is submitted on may 24, 2023.

Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the patient experienced vertigo and poor performance with the device due to migration of electrode into the vestibule (date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 17, 2023.